Event description:
Reported two false positive sars results. The consumer communicated the results were confirmed by another rapid antigen assay. This is report 2 of 2.

Manufacturer narrative:
Investigation conclusion: manufacturing records were reviewed for this lot. All release criteria were met. Additionally, no significant trends for the reported issue for this lot were identified in the complaint history log. Root cause: unable to determine source: phone.